Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during set-up and prior to starting a da vinci surgical procedure, the cables on the pk dissecting forceps instrument were identified as being frayed. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.